Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the sensor breaks inside the body. The customer blood glucose level was 119 mg/dl. The customer was assisted with troubleshooting. Customer reports the introducer needle fractured while in the body. Customer reports the introducer needle was no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will be returned for analysis.